Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was quested, but unavailable: - please provide the lot number: --unk h3 investigational summary: the product was returned to ethicon for evaluation. One needle suture combination outside its packaging that pertained to product code w9236t was returned. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the suture was noted to be cut in the middle, probably caused by a surgical instrument. In addition, damage on the surface suture near the needle and body fluids was found on the strand. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a gastric procedure on (B)(6) 2024 and suture was used. It was reported that the suture got split in the surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.